Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to obtain further clinical info about the pt and based on the info provided, this case is being reported as a malfunction. Pt's mother called alleging that the meter displayed an error 1 message. Mother reseated the batteries and the error 1 message displayed on screen. The batteries on his meter were recently replaced. Prior to the error 1 message, the pt went to the hosp because of hypoglycemia. He was released the following day and he had been vomiting. Mother contacted the diabetes educator at the hosp for advice and was told to monitor his blood glucose readings. The meter them prompted the error 1 message; therefore, the mother was unable to obtain a reading and took her son back to the hosp where he was treated with insulin based on a sliding scale. He stayed in the hosp for a week and there is no info on what the hosp meter had read. Error 1 indicates that there is a problem with the meter. The pt experienced symptoms prior to testing; therefore, the malfunction did not contribute to the pt's hospitalization. Ccr sent the pt a replacement meter since the issue was not resolved.